Event description:
Customer reported that he had unexplained low blood glucose and was unconscious. Customer stated that the paramedics where called to assist customer at home. Customer stated that the blood glucose reading was too low when the paramedics arrived. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.